Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that there was issue with system software. To resolve the reported issue, the fse reinstalled the software of the suite pc. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.